Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patella clamp got stuck in the lock position and took quite a bit of effort to get unlocked. No surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found no evidence of product malfunction or product error, and the need for corrective action was not established. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.